Event description:
While about to begin a salpingogram the tip of the cannula slid off into the patient's uterus. To remove the cannula, the patient's cervix was dialated and the piece retrieved under fluoroscopic guidance. The patient was given antibiotics as a result of this incident.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.